Event description:
It was reported that the unit experienced an e-1 error.

Manufacturer narrative:
The product was returned for investigation. The customer complaint could not be confirmed. The product was subjected to a shake test to determine if there were any loose components. None were found. Initial power sequence included: powering up; confirming display activity; loading correct software; standby mode check; bulb ignition; error code check; repeating sequence several times. All tests were successful with no error messages. Functionality testing included: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. All functionality tests were successful. The unit was subjected to burn-in testing. No failures or error codes occurred. Measurements were taken on bulb voltage and lumen output. Both were within their respective specifications. Overall, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.